Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number reported by customer is 004446. Lot number found in our records as 4446. Device was used in veterinary case, patient information will not be provided. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Event description:
Facility reported that the small battery drive died during a tplo surgery; it was then tried with a new battery. There was about 30 minutes delay in the surgery. Competitor's drill was used to complete the procedure. Procedure was completed successfully without any medical intervention required. There was no human involvement, this was a veterinary case. This is a report 1 of 1 for complaint (B)(4).